Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Sterilization run records were reviewed as a part of batch card review process and found to be meeting specification requirements to pass sterility test. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. Device evaluation summary: no intact or opened sample was provided for analysis site for code nw2347 lot t8044. Retain sample evaluation: six retain samples of the incident code and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. The incident lot has undergone sterilization by ethylene oxide radiation process. The sterilization run reports were reviewed and found to meet the specification. All the sterilization parameters were observed to be within limits as specified in the process specifications. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the product sterility, quality and processing of this incident lot. Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. What was done to treat the infection? Given antibiotics. Patient current condition? Ok. The following information was requested, but unavailable: what was the date of the initial procedure? What was the name of the initial procedure? What tissue layer was the suture used on? Were any cultures performed on the patient incision? What were the results of the patient culture? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. On the third day post procedure, around (B)(6) 2019, the patient experienced infection around the surgery area. The patient was treated with antibiotics. The current condition of the patient is reported as ok. Additional information has been requested.